Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's sample humapen memoir displayed partial numbers, and the zero did not show up at all. It was also reported that there were missing segments in the dose display. The humapen memoir was associated with product complaint (B)(4) / lot 0707c02. The patient user's training status was not provided. The duration of use was for a little more than one year. The device was not return. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary and the manufactured date for the device; updated the medwatch and EU/ca fields; and updated the narrative with the device not being returned.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. Narrative field - new, updated and corrected information is referenced within the update. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a caller reported the she can see some numbers of her husband's humapen memoir device display while other numbers are partial. The device (batch number 0707c02, manufactured july 2007) was not returned for investigation, therefore no root cause or corrective action could be determined. A batch record review was completed and no issues were identified that would be related to missing segments. However the complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Improper use and storage - there is no evidence of improper use.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's sample humapen memoir displayed partial numbers, and the zero did not show up at all. It was also reported that there were missing segments in the dose display. The humapen memoir was associated with product complaint (B)(4)/ lot 0707c02. The patient user's training status was not provided. The duration of use was for a little more than one year. The device was retained for return.